Event description:
It was reported that pump displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on resetting pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.